Event description:
The customer reported that while during a laparoscopic sigmoidectomy, the ima began to bleed roughly 30 to 45 minutes after sealing. The ima was approximately 5 mm. The forcetriad was set at 2 bars. The surgeon converted the procedure to open to stop the bleeding by tying off the ima. Roughly 800 cc's of blood was lost. The ima was initially sealed by 2 double-seals and most of the tissue was towards the tip of the jaws. The surgeon activated 15 to 20 times prior to the activations on the ima and 1 to 2 after. The device was not cleaned once during the procedure, but was described as being "fairly" clean. The patient is said to be in stable condition and did not receive a transfusion.

Manufacturer narrative:
(B) (4), (B) (4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The IFU for this device states to grasp the intended vessel and/or tissue in the center of the jaws. The IFU also states to keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaws surfaces and edges with a wet gauze pad as needed.